Manufacturer narrative:
The sureform 45 stapler has been returned and evaluated by the failure analysis team. Fa investigations confirmed the customer reported complaint. For clarification, the instrument experienced an unclamp failure. Review of error logs showed that this stapler was used at the site on (B)(6) 2022 using system sk0642 and failed due to an "unclamping failure". Failure analysis found the primary failure of an unclamp failure to be related to the customer reported complaint. Instrument was placed on the system but did not pass self-test. Error message on screen kept appearing stating: instrument failure: do not reuse. Housing was removed and no mechanical damage was observed. No I-beam damage or lodged staple in the I-beam path was observed as well. A radio frequency identified (rfid) editor software was used to undo the result of the error message. Instrument was installed again, and initialization passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. No unclamp failure occurred, and the instrument was removed without issue from the system arm. Staple formation on test sheet was proper. The unclamp failure log review details confirmed that the issue occurred during a nephrectomy procedure and there was 1 unclamp failure involving a white 45 reload. There was only 1 firing by the stapler instrument prior to the unclamp failure and there was 99.9% unclamp failure completion. Common causes may be attributed to either device design or use conditions. Regarding use, the sureform stapler instrument may experience unclamping issues due to obstructions in the path of the I-beam. Additional observation: main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. Root cause is attributed to manufacturing. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a functional test failed unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure an error occurred during unclamping of the sureform 45 stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2022 during a pulmonary lobectomy procedure via system serial #(B)(4). The sureform 45 stapler instrument was inspected prior to the procedure with nothing out of the ordinary noted. The error was detected after the lung tissue had been stapled and the stapler was unclamping from the lung tissue. The instrument was successfully able to unclamp despite the error message without the use of a manual release knob. There was no adverse event or damage to the grasped tissue as the instrument was able to unclamp on its own. No photographs or video recordings were available. Patient demographic information was not available.